Manufacturer narrative:
Pt information not provided as no pt was involved in this concern. Device manufacture date not available at time of this report. The device was not returned to the manufacturer. The cable was repaired on-site and the issue was resolved. There were no further issues.

Event description:
A medtronic rep reported that the cable between the camera and cart is not working on the stealthstation ior system. The cable appears to have bare wires and when moved, the camera begins to work. There was no pt present.